Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varying shock impedances with some measurements out-of-range. Surgical intervention was performed and the device was explanted. The lead remains in service. No adverse patient effects were reported.